Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, during a ureteroscopy in the kidney using a ncircle tipless stone extractor, the basket failed to close. There were a total of three basket used during the procedures (refer to patient reference (B)(6)). They were being used to reposition a stone in the kidney. The stones were less than 1cm because they has first been broken up by a laser. The baskets were opened once, the stone was captured and then released. When the user attempted to close the baskets they were unable to do so. The basket wires were also reported to be broken. Another new basket was used to complete the procedure. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the complaint device found that the handle and the basket formation were in the open position. The mlla (male luer lock adapter) and the collet knob were tight. The polyethylene terephthalate tubing (pett) measured 2.7 cm. When the handle was in the open position, the basket formation extends 2.2 cm from the distal end of the basket sheath. The distal cannula and 1 mm of the coil was completely exposed at the distal end of the basket sheath. All the basket formation wires were still intact. Kinks in the basket sheath were noted at 56.5 cm and 85.4 cm from the distal tip of the basket sheath. The basket sheath was kinked at the distal end of the support sheath. The cannulated handle was broken at the flare and extends the pett 2 cm. Functional testing of the device found that the handle could not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was kinked in multiple locations. The sheath kinks were preventing the basket assembly from moving freely within the sheath. The provided information stated the issue occurred during use of the device. Devices are inspected for damage and functionality multiple times during manufacturing and quality control inspections. It is possible that the device was damaged during use due to procedural factors such as the size, shape, or location of the stones, user technique, or interaction with another device such as the scope. There is no information provided related to procedural issues, therefore the definitive cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was report, during a ureteroscopy in the kidney using a n circle tipless stone extractor, the basket failed to close. There were a total of three basket used during the procedures (refer to patient reference (B)(6)). They were being used to reposition a stone in the kidney. The stones were less than 1cm because they has first been broken up by a laser. The baskets were opened once, the stone was captured and then released. When the user attempted to close the baskets they were unable to do so. The basket wires were also reported to be broken. Another new basket was used to complete the procedure. According to the initial reporter, there were no adverse effects to the patient due to the alleged malfunction.